Event description:
It was reported that system failed to prime. Customer powered down the system 3 times and rebooted but were unsuccessful in passing prime/tune function. Pt was sedated and no incision had been made yet. Surgery was postponed for 1 hour and 15 minutes. The pt remained clinically stable during the delay. Procedure was completed with a back up unit. No pt injury reported. Good outcome.

Manufacturer narrative:
(B)(4). Upon inspection and analysis of the phacoemulsification unit, territory mgr found priming errors were caused by a drip spike on the tubing pack. The ball bearing in the drip spike prevented the bss (balanced salt solution) from flowing correctly, resulting in priming error. The tubing pack was not available for evaluation by amo. Customer threw the pack away before the territory mgr could collect the pack for eval.